Event description:
It was reported that the implantable cardiac monitor (icm) was detecting false atrial fibrillation (af) episodes due to ectopy causing irregular r-r intervals. The device remains in use. No patient complications have been reported as a result of this event.